Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated.

Event description:
Revision of failed perform reverse glenoid baseplate. Patient had sudden onset of pain after physical exertion. Failure of glenoid baseplate fixation into glenoid necessitated revision surgery. This was removal of the glenoid components and conversion of the humeral component to a hemi component.

Manufacturer narrative:
Corrections: FDA registration number was reported as 3000931034 - te (mtbonnot); correct input is 1649390 - te (bloomington), d3: manufacturer entity, g1: manufacturing site tornier inc, g1: reporting contact.

Event description:
Revision of failed perform reverse glenoid baseplate. Patient had sudden onset of pain after physical exertion. Failure of glenoid baseplate fixation into glenoid necessitated revision surgery. This was removal of the glenoid components and conversion of the humeral component to a hemi component.